Event description:
It was reported that "while inserting implant attached to inserter, dr (B)(6) hit the locking device of the inserter with a hammer breaking the locking mechanism completely off the inserter. After the broken device was cleaned a review of the incident was shown using an implant attached the broken inserter which resulted in a broken implant."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.